Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020 with blood glucose level of above 500 at the time of hospitalization and 580 at the time of incident. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin shot and intravenous insulin. Customer does not allege that insulin pump was under delivering. Customer was unable to complete carelink upload. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.